Manufacturer narrative:
Failure analysis confirmed the insulin pump had unresponsive button due to corroded keypad trace. No button error alarms occurred. Analysis inspected the pump and no trace of moisture damage found on the electronic/motor assembly. The insulin pump had a cracked case all corners of display window and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 40 mg/dg at the time of the even. The customer stated the insulin pump was exposed to moisture; perspiration. The customer blood glucose level was 98 mg/dl at the time of the call. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.